Event description:
Boston scientific crm received information that this right ventricular lead exhibited high outputs and intermittent capture. It was noted that the patient had a good underlying rhythm and does not currently require pacing.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.